Event description:
It was reported that pump displayed malfunction alarm code 9 with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction without recurrence, was advised that pump use could continue, and was instructed to call back if malfunction code appeared again.